Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation pfa procedure, air leaked from the valve of the sheath. The valve functioned properly at the beginning of the case until the non-abbott (boston scientific farawave) catheter was being prepped. The valve would not seal and would draw in air when the catheter was inserted. It is believed that the catheter was not properly inserted and entered the valve at an angle damaging the valve. The sheath was replaced, and the case was completed successfully without any complications to the patient.